Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value. Customer blood glucose value at the time of incidence was 400 mg/dl and current value was 444 mg/dl. Customer other relevant blood glucose value was 199mg/dl and 348 mg/dl customer stated drive support cap appeared normal. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. Customer did not allege insulin pump under delivery of insulin. The customer experienced symptoms such as stomach ache and pain in chest and constipated and bloated. The customer was treated with bolus. The device will not be returned for analysis.